Manufacturer narrative:
Numerous attempts to contact the customer about their reported problem have been unsuccessful and no response appears to be forthcoming.  The device was not returned to physio-control for evaluation.  The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that during a patient event, their device would not detect that a (B)(6) male patient was connected. The device gave a "connect electrodes" message even though the patient was connected to the device. Medical personnel removed the electrodes from the device and placed them into their backup device. The backup device was able to deliver defibrillation therapy to the patient. There was no adverse effects to the patient as a result of the reported issue as the backup device was used to continue patient care.